Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, void >1 mm in non-textured and one curved opening. A microscopic analysis and leak test were performed which identify: one opening crease sharp. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease sharp in the side posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left side "flat". Upon explant, it was noticed that "the capsule was supple but the inferior aspect of the pocket was contracted superiorly," baker grade unknown. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "flat". Upon explant, it was noticed that "the capsule was supple but the inferior aspect of the pocket was contracted superiorly," baker grade unknown. The device has been explanted.